Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma/generalized illness/rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old arab american female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Muscle pain, headaches, and nausea were all noted. Magnetic resonance imaging was performed and revealed bilateral rupture with lymph node leak. As a result, the devices were explanted on (B)(6) 2020. This patient was part of an adjunct study. See 1645337-2020-08519 for contralateral prosthesis report.